Event description:
The ortho t. Cruzi assay process disk did not provide appropriate direction to the ortho summit sample handling system to pipette a plate with controls in the 1x8 direction. Subsequently, the ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this inicident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was able to reproduce the event of no specimen diluent pipetted in position a1. The fse confirmed that the event was not caused by the pipetter, but was related to the software. The instrument was inspected, tested without further problem, and returned to service.